Manufacturer narrative:
Block h6: imdrf impact code f23 captures the unexpected medical intervention of wire cutting. Imdrf impact code f2301 captures the additional device required. Imdrf device code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure. During the procedure, the clip failed to release from the catheter. The clip grabbed tissue they heard the two clicks but the clip did not deploy. Then they open and closed the clip hard a few times, but that did not deploy the clip. As a result, wire cutters were used to cut the handle, the endoscope was then removed, and the clip was removed with alligator forceps from the patient's tissue. The procedure was completed with a new clip. There were no patient complications reported as a result of this event. Note: the report pertains to three of seven clips used across three procedures. The number of clips used per procedure is unknown.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a gastroscopy procedure. During the procedure, the clip failed to release from the catheter. The clip grabbed tissue they heard the two clicks but the clip did not deploy. Then they open and closed the clip hard a few times, but that did not deploy the clip. As a result, wire cutters were used to cut the handle, the endoscope was then removed, and the clip was removed with alligator forceps from the patients tissue. The procedure was completed with a new clip. There were no patient complications reported as a result of this event. Note: the report pertains to three of seven clips used across three procedures. The number of clips used per procedure is unknown.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the unexpected medical intervention of wire cutting. Imdrf impact code f2301 captures the additional device required. Imdrf device code a15 captures the reportable event of failure to release from catheter. Block h11: investigation results: the resolution 360 clip was not returned for analysis. The device was disposed; therefore, a technical analysis could not be performed. Based on the available information the most probable cause of the reported issue cannot be established. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event, regarding the code additional device required it was be classified as known inherent risk of the device. Also, for unexpected medical intervention was be classified as unable to exclude device problem since the circumstances that led to this are unknown. A risk review was completed and confirmed that the event of clip failure to release from catheter and additional device required were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. There is no evidence the device was used in a manner inconsistent with the labelled indications and there is no evidence that there is any issue with translation, wording, or graphics of the IFU and labeling information. A review was completed of the device history record (DHR) for the device. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.